Event description:
Reportedly, the surgeon applied the staples to the main stem bronchus, made the resection and everything seemed fine with the staples. The surgeon performed a water test and closed. The pt is presumed to have a bronchial pleural fistula approximately four (4) days post surgery. A scope was inserted and an opening in the staple line was noted. The pt was returned to surgery. The pt subsequently expired. Procedure: pneumonectomy